Event description:
It was reported that the 25khz sm hyper angled w/o tip was being used in a procedure when the plastic irrigation sheath melted onto the metal. A back up device was used to complete the procedure with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Upon evaluation, the push connect angle cap assembly was found to be worn and dented. The handpiece passed functional testing. Melting of the tip sleeve most commonly occurs when the irrigation is running low, therefore, the account has been contacted to ensure their console is functioning properly and they are using the correct irrigation settings.